Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: bp2a.250605.031.a3.s911usqs7ezci. Hardware: sm-s911u. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was hospitalized for hyperglycemia on (B)(6) 2026. The patient¿s blood glucose levels rose to 386 mg/dl while wearing the pod on the arm for longer than 48 hours. The patient reported that the pod was leaking during wear, noting an odor of insulin and a sticky sensation at the infusion site. Reported symptoms included excessive urination, sweating and confusion. The patient stated they could not recall the diagnosis due to confusion at the time of the event. The patient stated that their hemoglobin a1c at the time was 10.4%. The patient also reported a concurrent issue with continuous glucose monitoring, noting that the dexcom g7 indicated ¿urgent low¿ readings while the omnipod 5 system displayed high glucose levels. The patient was treated with insulin to reduce blood glucose levels and was prescribed an insulin pen. The patient was discharged on (B)(6) 2026. The patient reported the pod that was worn during their hospitalization was not removed at the hospital. The patient removed the pod on (B)(6) 2026, and a new pod was applied.